Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the intensive care unit due to high blood glucose on (B)(6) 2017. Customer's blood glucose of over 700 mg/dl. A week prior to hospitalization, customer was sick with the norovirus and almost passed out while standing in line at the store. Customer was hospitalized for five days. The customer was wearing the insulin pump during the hospitalization. Troubleshooting could not be performed due to issue being a past event.